Event description:
It was reported that in stent restenosis occurred. On (B)(6) 2019, the index procedure was performed. A 6x120 eluvia stent and a 6x60 eluvia stent were selected for use for treatment in the ostial superficial femoral artery (sfa) through the mid sfa. A 5x200 non-bsc balloon was used for pre-dilatation, and then the stents were placed. On (B)(6) 2019, the patient presented with claudication of the same leg. Initial angiogram showed a flush occlusion inside the proximal eluvia stent approximately 2cm distal to the ostium. The vessel reconstituted approximately 18cm below the distal edge of the stented area. It was difficult to advance a guidewire through the occlusion and it looked as though the wire was dragging through the proximal third of the stented area before it gave way. The patient had a significant lesion in the ipsilateral external segment and a lesion in the common femoral artery just before the stent as well. A non-bsc balloon was used inside the previously stented area, followed by a 6x40 mustang balloon in the ostial segment. The final result was good flow through the stent an the patient was stable post procedure.